Event description:
It was reported that during procedure, the balloon catheter was inflated (subject device) but the balloon could not be seen under fluoroscopy. The operator withdrew the balloon and inflated it, but it failed. The operator thought the subject balloon might leaked so he replaced the balloon with another one to continue the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and no visual anomalies were observed. The subject device was successfully inflated in the lab and no leaks were observed. Fluoroscopic imaging was performed by sustaining r&d using a c-arm machine. The distal marker bands of the subject gateway device and a control demo device were compared side by side under fluoroscopy. Both marker bands were visible on the subject and control device under fluoroscopy. Additionally, the balloon was injected with 50/50 saline contrast solution and both markers were visible. See attached images. Based on the investigation, the reported complaint was not confirmed. As a result, the cause code of not confirmed was assigned to the as reported issues. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Manufacturer narrative:
Susbject device is not available.

Event description:
It was reported that during procedure, the balloon catheter was inflated (subject device) but the balloon could not be seen under fluoroscopy. The operator withdrew the balloon and inflated it, but it failed. The operator thought the subject balloon might leaked so he replaced the balloon with another one to continue the procedure. There were no clinical consequences to the patient.